Manufacturer narrative:
The device, used in treatment, was returned but unfortunately we cannot locate the device, to provide an evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include connection issues or component failure. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. Additional information: d4 g1 MDR reporting contact name and address and phone number.

Manufacturer narrative:
Complications during treatment have been reported for this failure mode, such as use of an alternative or competitor device to complete the procedure. As a result, this malfunction may necessitate an alternative treatment if the malfunction were to recur. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function. This event is considered reportable pursuant to 21 c.f.r. 803.

Event description:
It was reported that after procedure pico pump turned on but discontinued to stay on and work. Total pump failure. No harm or injury reported.